Manufacturer narrative:
(B)(4). The actual sample was not available; however, three companion samples were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and the presence of wet iodine was noted in all samples. The connection shields were opened and the presence of wet iodine was visually verified. The samples were weighed, the amount of available iodine present was calculated, and the samples were found to contain more than the minimum volume of iodine required to disinfect the mating transfer set connector. Testing for pouch integrity was performed by compressing pouches with fingers and confirming that air was still present in the pouches. The testing determined that the pouch was intact in all samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine was dry in the sponge of a connection shield. The customer stated that there was hardly any iodine present. There was no patient injury or medical intervention reported. No additional information is available.